Event description:
It was reported that pump displayed malfunction code malf 0 with fault ID 0x29b0 and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted customer in successfully resetting pump, confirmed malfunction did not recur, and advised customer to continue using pump and call back if any malfunction code recurred, which customer acknowledged and understood.